Event description:
The hospital reported that prior to using the seal, the doctor inspected it and noticed the two hsiii seals were cracked. A third seal was used to complete the case.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and slight evidence of blood. The delivery device was returned. The tension spring assembly and the anchor tab were inside the delivery device. The loading device was not returned. The seal was loaded in the correct location in the tube but was cracked along the first row of the outer edge with the cracked section folded back on itself in the delivery device. The slide lock (blue) was engaged and the plunger (white) was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for failure to load and seal crack. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).